Event description:
Customer reported an as50 pump was programmed to administer lipids to a female nicu patient. Pump was programmmed to administer lipids at a rate of 1.4m/hour. Total of 17 ml over a 12 hour period ot time. Syringe contained 30cc of lipids. Pump alarmed after 30 minutes into treatment and 5cc of lipids were left in syringe. A blood test was performed on the patient. Facility added additional staffing hours to monitor the patient after this incident occurred. Patient has been reported to be fine. No therapy was administered to the patient as a result of the additional lipids received by patient.

Manufacturer narrative:
Evaluation summary: device has been requested for evaluation. If device is received and an evaluation performed, a follow up medwatch will be filed.